Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing. Subsequently, the patient underwent a revision procedure and the rv lead was replaced without complications. The device was also replaced due to normal battery depletion. No additional adverse patient effects were reported.